Event description:
It was reported that the patient had a fractured lead which was confirmed through x-ray.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7080041. UDI: (B)(4).